Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the sensor module for s3 dpc. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was unable to reproduce the reported issue. The s3 dual pressure control module was replaced as a precaution. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. As the issue was not reproduced, a root cause could not be determined. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Evaluated on site by livanova technician.

Event description:
Livanova (B)(4) received a report that the sensor module for s3 dpc (dual pressure control) stopped working during a procedure. The perfusionist switched to another module to continue the procedure. There was no report of patient injury.